Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room for diabetic ketoacidosis (dka) and had a blood glucose level of 450 mg/dl. Reportedly, customer was admitted to the intensive care unit. Customer reported having a heart attack secondary to the dka. Customer was treated with intravenous fluids of saline and insulin which resolved the issue and resulted in no permanent damage. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.